Event description:
It was reported that the jaw was not opening.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73b1700487 was manufactured on 02/21/2017 a total of 288 pieces. Lot was released on 03/07/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube was bent. The damage to the outer tube would prevent the device from firing properly. The returned sample appears used as there is biological material present on the device. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaw not opening" was confirmed based upon the sample received. The sample was returned with the outer tube bent. Functional testing could not be performed since the damage to the outer tube would prevent the device from firing and would also prevent the jaws from opening fully. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw was not opening.